Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported event was verified during functional testing. The probable cause is the printer wire assembly board.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alerts error code "41786". The product fault occurred upon power on. It was stated that the pump was also for credit, and it was an out of box failure. There was no patient involvement, and no patient harm/adverse event reported.